Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted and scheduled for another time. A philips field service engineer (fse) visited the site and confirmed that the geometry movements were not available, although the power-on self-test (post) was normal. The fse checked the log file and found a startup error during the startup process. The fse swapped the geometry module in the control room with another one and confirmed that the geometry module was faulty. The fse removed the faulty geometry module from the control room which solved the reported issue. After removing the geometry module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.